Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from managing physician reported that the test that was performed was done so by a previous healthcare provider before the patient had started seeing the current physician. They had no further information to provide.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported that his device failed one year ago. The leads shifted while having a test and the doctor put fluid in where the leads were and caused it to shift and electrocuted the patient. A different doctor pulled out the pin leads and took out the old stimulator and put in a paddle type and gave much relief. The patient's relevant medical history includes non-malignant pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.